Event description:
It was reported that patient had a powerpicc (3x lumen) in upper left arm; ffp was infusing through one of the ports when I noticed the bed was wet. Upon inspection, I found that the green cap on the port had broken in half. One part was still screwed into the injection port while the other part was still attached to the IV tubing (which was leaking ffp in the bed). Cause of the incident is unknown (green cap was intact at the beginning of my shift). Incident didn't result in injury.